Event description:
I was having severe pain and firmness in chest at the site of the allergan textured implants, with more fullness in the left breast. In addition to the pain I've been suffering from migraines, joint pain, and blurry vision for a few years. I had grade 4 capsular contracture on the left with silicone gel prosthesis and on the right had grade 3 capsular contracture. With the FDA/allergan having recalled my allergan textured 410 implants and stage 4 capsular contraction, I had a total capsulectomy performed to remove them. My post operative report diagnosis shows a ruptured left silicone gel device with leaking silicone into the pocket. Both the right and left implants were tenaciously adherent to the capsule and the plastic surgeon was not able to safely remove the capsule from either implant.